Event description:
It was reported that the asymptomatic patient fell down during a device check-up due to a non-device related reason. The device exhibited high capture threshold and low sensing. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis did not confirm high capture threshold and low sensing. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.